Event description:
The stent was placed in a subclavian vein stenosis. The physician believed the stent diameter to be large enough to treat the stenosis. After coming out of anesthesia, the pt's venous pressure began to rise, subsequently dilating the vein and the stent dislodged and migrated to the right ventricle. The stent was retrieved with a 4-prong instrument and then snared from the superior vena cava. The pt tolerated the procedure well with no complications.